Manufacturer narrative:
Additional information: d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, d9, h3, h6. H10: the device was received for evaluation. The sample was returned with a mini cap attached to the female connector, wet and in the opened pouch. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the cracked main body could not be determined; however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had cracked. This was noticed during use of peritoneal dialysis therapy. The transfer set was used for one week. There was no patient injury or medical intervention associated with this event. No additional information is available.